Event description:
It was reported that pump displayed malfunction code 16 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to switch to multiple daily injections as backup therapy, was provided a replacement pump, and was advised to program pump settings and reconnect cgm to replacement device; customer was also instructed to place malfunctioning pump into storage mode and return it using prepaid label within 10 days, which customer understood and acknowledged.